Event description:
A vaxcel port was placed for therapeutic purposes in 2004. About seven months later, it was reported that the catheter fractured three inches from the connector to the port. The catheter fracture migrated and was hanging down into the vena cava. The physician performed a femoral stick to retrieve the catheter with a snare. The port was removed. The pt was close to ending treatment and the port was not replaced.